Manufacturer narrative:
Block h6: imdrf device code a0406 captures the reportable event of stent buckled, inside the patient.

Event description:
It was reported to boston scientific corporation that a polaris ultra ureteral stent was used during a ureteroscopy procedure in the kidney to bladder performed on (B)(6) 2023. During the procedure, when they tried to advance the stent, the pigtail was buckled, and it failed to insert. The procedure was successfully completed with another polaris ultra ureteral stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. A photo of the complaint device was provided and showed that the stent was buckled and torn.